Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. No physical product investigation was possible as the device has not been received for analysis. The instructions for use (IFU) warns, do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the catheter was used for pci (percutaneous coronary intervention). During removal, the proximal shaft separated and the distal part remained inside the body. The distal part was retrieved with a snare. No additional medical or surgical intervention was required. The guidewire and catheter were removed as a system. No damage was observed during prep. The customer noted resistance was encountered. Patient's treatment was completed by the procedure. There was no patient injury. Patient's condition was noted as "stable." Vessel: lad#6~#8, occlusion: 90%, tortuousness: severe, calcification: moderate, plaque: mixed this event is being reported as additional intervention was required to remove a portion of the device.